Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) followed by an inappropriate shock for atrial tachycardia with rapid ventricular response. Review of the stored episode noted that the delivered shock accelerated the rhythm to ventricular fibrillation (vf). Four subsequent shocks were delivered, however, were unsuccessful in converting the rhythm. A fifth shock was then delivered in reverse polarity and successfully converted the rhythm. No further assistance was requested at this time. No additional adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.